Event description:
Pt undergoing coronary artery bypass graft. Upon extracting of aortic cannula from aortic arch, the collar was missing along with umbilical tape that was tied around it. X-ray revealed foreign object at iliac aortic bifurcation. Pt returned to operating room next day for retrieval procedure. Tolerated procedure without difficulty.